Event description:
It was reported that the drive support cap is protruded. The current blood glucose reading is 596 mg/dl. Customer treated with manual injection. The bottom part of the insulin pump is cracked; when she boluses it pops out. Customer is nauseated. Will see physician regarding high blood glucose. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with detached end cap. Drive support disk was inspected and no anomaly was noted. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery alarms and displacement test due to detached end cap anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.